Manufacturer narrative:
Cooper surgical inc. Is currently investigating the reported complaint condition. The actual device involved in the complaint has been returned for evaluation by the customer. Once the investigation is completed a follow-up report will be filled. (B)(4).

Event description:
Foot pedal is only intermittently working. Current is coming on and off by itself.

Manufacturer narrative:
*Investigation x-review DHR x-inspect returned samples *analysis and findings a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair did not confirm the complaint. No issues noted with the unit's function or the foot pedal. The unit operated to specifications. A definitive root cause is not available for this complaint condition. It is possible the foot pedal was improperly used. *correction and/or corrective action the unit was updated with a diode per the current board revision and returned to the customer. Also, the foot pedal was replaced as a precaution. The change was executed via (B)(4). *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Foot pedal is only intermittently working current is coming on and off by itself.